Event description:
There is no report of death or serious injury associated with this complaint. It was reported the system locked upl.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and mainframe battery were evaluated and replaced. The video controller board and sbc board were reseated. The system was tested and found to be working as intended and returned to service.